Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test and self test. Unit was monitored and no missing segment/partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer stated it was washed out and only lasted for a few second, intermittent the screen was kind of washed out. Customer stated the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.